Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (10mg/ml at 1.31736 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had pump replacement surgery on (B)(6) 2020 and called on (B)(6) 2021 to say that their incision came open on (B)(6) 2021 and was seeping pink fluid. Patient instructed to come to the clinic for evaluation with the doctor. Pump site red, warm and draining. 3 staples were removed and the incision opened more. Doctor put two sutures to pump site and patient was started on antibiotic therapy. There was a large amount of induration and a small amount of puss at the incision site. The site was not getting better so decision was made to explant on (B)(6) 2021. It was indicated the event was related to the device or therapy. The event resulted in in-patient and prolonged hospitalization.  The issue resolved without sequelae on (B)(6) 2021.